Manufacturer narrative:
Product complaint # (B)(4). An empty opened box and unopened samples of product were returned for analysis. The issued sample was not received for evaluation during the visual inspection of the samples, no defects were found on the packages. Samples were opened and the swage and attachment area of needles were as expected. The sutures were dispensed without problems and examined along of the strand and no defects were observed. A functional test was performed and the tensile force were above the minimum requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found on the sutures and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2018 and suture was used. During the procedure, when suturing the uterus, the thread was cut when knotting. There were no adverse patient consequences reported. No additional information was provided.